Manufacturer narrative:
Per PMA a replacement camera was sent to site, upon return of suspect camera, the tracking was found to be normal throughout the volume during functional testing. Did not observe any cycling as reported. The psu failed the aak test at .77mm with above normal line separation of 1.79mm. The psu is out of calibration.

Event description:
A medtronic rep reported the camera was cycling on the treon navigation system. The rep swapped the camera with another one from the site, as they have 2 treon systems, as a result the cycling stopped. This event did not occur during surgery and no pt was affected.